Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration'). In a 46-year-old female patient who had essure (batch no. A73749) inserted. The patient's medical history included: uterine leiomyoma, uterine enlargement, anemia and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 years 4 months after insertion of essure. The patient was treated with surgery (total laparoscopic hysterectomy, left salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Lot number#: a73749, manufacture date: 2012-11, expiration date: 2015-11. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020, quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 46-year-old female patient who had essure (batch no. A73749) inserted. The patient's medical history included uterine leiomyoma, uterine enlargement, anemia and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 years 4 months after insertion of essure. The patient was treated with surgery (total laparoscopic hysterectomy left salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-jun-2020: mr received :reporter added, lot number added and medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 years 4 months after insertion of essure. The patient was treated with surgery (she had undergone essure removal surgery ((B)(6) 2019)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.